Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis (pd). The break in aseptic technique was further described as the patient did not maintain proper hygiene. The peritonitis was manifested by abdominal pain and cloudy drain. Five days later the patient was hospitalized for the event. On an unreported date during hospitalization, the patient was treated with a vancomycin drip (1 gram and frequency not reported) and amikacin (12.5 milligram, frequency and route not reported) for peritonitis. The patient was retrained on proper aseptic technique. At the time of this report, antibiotic therapy was ongoing, dialysate was clear, and the patient's abdominal pain had subsided. Outcome for the event of peritonitis was not reported. No additional information is available.